Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had insulin flow blocked alarms 8 times. They changed the reservoir and tubing but within 8 hours they had a blockage. The customer¿s blood glucose during the incident was unknown. The customer knew the blockage was caused by the reservoir. The issue occurred on several sets from the same box. They were advised to try a new box of reservoirs and infusion sets. It was noted that the customer called back. The customer had started using a new box of reservoirs and haven¿t gotten issues since then. The reservoir will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.